Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator was not faulty, turn on and off and drawer was failed. A field service engineer (fse) found that the remote manager had a latch with oxidation on the connector contacts. All connectors were cleaned using a wire brush and reseated properly, after which the station was powered back up. The remote manager was then tested and confirmed to be functioning successfully without any failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station icusp1 refrigerator remote manager was not faulty; it turned on and off as expected, customer repeatedly called to repair the failed drawer and even when the refrigerator door was shut, customer had to slam the door. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.